Event description:
Same case as: 2134265-2014-06344, 2134265-2014-06343. It was reported that automatic pullback failure occurred. During an unspecified procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to view an unspecified lesion. It was noted that automatic pullback feature was not pulling back and was inoperable. The procedure was completed with a manual pullback. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).